Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high and low blood glucose readings from the insulin pump. The mother stated that they experienced severe high and low readings. The customer had readings in the low 50s mg/dl. The customer stated that he called helpline previously concerning infusion set issues that have resulted in high readings. The customer declined to follow up with helpline.